Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of x-rays provided. The received x-ray there is apparent dislocation of the femoral head from the acetabulum. The hardware of the arthroplasty appears intact without surrounding lucencies. The photograph of the explanted liner , head and metal ring were provided. The liner is seen to broken into some smaller fragments and the metal ring is detached from the liner. It is not possible to see significant deformation existing on the cocr head except some areas looking like polished. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned as the location of the component is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if necessary. Reported event was unable to be confirmed as investigation is still in progress. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the investigation is still in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent hip revision procedure due to dislocation approximately 9 years post implantation. The constrained liner and head were revised.